Manufacturer narrative:
Continuation of d10: product ID wr9220 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have an MRI today of their right shoulder and were trying to charge their implant up to 30% to be able to get implant into MRI mode. Patient said it was extra challenging to charge their implant because the reason for the MRI was their shoulder so holding the charger over the implant was painful. Patient said that charging the implant had always been difficult. Patient didn't have the charging belt with them during call and said that sometimes the charging belt helped. Patient said they put a thin layer of clothing between them and the recharger because the wireless recharger "burns" them if they put it directly on their skin. Patient said the implant moves around when they were trying to charge it. During call patient's implant was at 10% and therapy was on. Patient was able to connect with implant and would get excellent recharger and good recharging quality but then the recharger would disconnect and start searching for the implant wireless recharger was hard reset but this didn't make a difference in charging. Patient would need to be in certain position for recharger to stay connected and even then, patient said the implant would move. Agent coached patient through charging implant and recommended patient follow up with health care provider regarding difficulty charging/ location of implant.